Event description:
Customer's father reported via phone call that customer received a blank display screen even after battery change. It was reported that display screen had two cracks. Customer's blood glucose was 206 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. No unexpected beeps noted during our testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip. No crack on the lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.